Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during the myosure procedure on (B)(6) 2025, the physician had a little difficulty with the dilator but was able to dilate. The deficit on the fluent device began to rise. The physician then checked the cavity and noticed a small perforation, size of the dilator near the center of the fundus. The myosure reach and the omni hysteroscope was used by the physician. The procedure was then aborted. Patient was sent to recovery. No other information is available.